Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. Noise could not be reproduced with isometrics. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).